Event description:
During the procedure, the physician determined the guidewire body was bent. A new kit was opened to finish the procedure. No patient harm. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The customer returned multiple components from a cvc kit, including a guide wire, an arrow raulerson syringe (ars), and an 18ga introducer needle for evaluation. The guide wire was observed to have one bend kink towards the distal end of the body. The distal j-bend was slightly misshapen but intact. Microscopic examination confirmed the bend in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire was located 40 mm from the distal tip. The overall length of the guide wire measured 601 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.812 mm which is within the specification of 0.788-0.826 mm per guide wire product drawing. The returned guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance spring-wire guide into syringe approximately 10 cm until it passes through syringe valves." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked between 40 mm from the distal tip. The returned guide wire met all relevant dimensional requirements and a device history record review based on a potential lot number from sales history did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.2.-brand name corrected to arrow cvc set: 2-lumen 7 fr x 16 cm section d.4.-catalog#corrected to cs-22702-e

Event description:
During the procedure, the physician determined the guidewire body was bent. A new kit was opened to finish the procedure. No patient harm. The patient's condition is reported as fine.